Event description:
Pt underwent an evlt procedure in 2005 to the right greater saphenous vein for saphenofemoral reflux. Pt returned eight days later for a one week post procedure check and ultrasound an approximately 20 cm fragment of introducer sheath was found in the mid to distal right greater saphenous vein. It was removed surgically.